Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead was explanted due to phrenic nerve stimulation. The patient was in stable condition.